Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided with large ketones. A manual correction injection was administered to address bg. A new cartridge was loaded to address issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.